Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for a 15 year old patient with a history of myocarditis. The following results were provided (reference range <34.2 pg/ml): on (B)(6) 2025, initial troponin result= 818.9 pg/ml; repeat result (mindray) <10 pg/ml. (Reference range <40 ng/ml); repeat result (beckman)= 3.4 pg/ml (reference range <40 pg/ml); patient¿s historical results: (B)(6) 2025, troponin result= 778.8 pg/ml; (B)(6) 2025, troponin result= 47.9 pg/ml; (B)(6) 2025, troponin result= 617 pg/ml; (B)(6) 2025, troponin result= 755.6 pg/ml. After peg precipitation the result was 0, indicating that there may be interference from large molecular proteins. There was no impact to patient management reported.

Manufacturer narrative:
Update to sections d3 - email and g1 - mfg site email. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 73384ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2pg/ml. Abbott has not established expected ranges for male patients < 21 years old. Additionally, per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation architect stat high sensitive troponin-I reagent lot 73384ud00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for a 15-year-old patient with a history of myocarditis. The following results were provided (reference range <34.2 pg/ml): on (B)(6) 2025, initial troponin result= 818.9 pg/ml; repeat result (mindray) <10 pg/ml (reference range <40 ng/ml); repeat result (beckman)= 3.4 pg/ml (reference range <40 pg/ml); patient¿s historical results: (B)(6) 2025, troponin result= 778.8 pg/ml; (B)(6) 2025, troponin result= 47.9 pg/ml; (B)(6) 2025, troponin result= 617 pg/ml; (B)(6) 2025, troponin result= 755.6 pg/ml after peg precipitation the result was 0, indicating that there may be interference from large molecular proteins. There was no impact to patient management reported.